Event description:
The technician alleged that the bed had no head up or down function from pt left intermediate side rail. The technician alleged fluid had entered into the side rail user control module board. No pt impact.

Manufacturer narrative:
The technician replaced the left side rail user control module board to resolve the issue.